Manufacturer narrative:
The t:slim pump user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was 370 mg/dl. Tandem technical support educated the customer on the pump's auto-off safety feature and advised the customer to consult with the healthcare provider prior to modifying the setting.